Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
It was reported that the registered nurse (rn) phoned hot line reporting a patient with fiberoptix sensor (fos) intra-aortic balloon (iab). Rn stated that light bulb is blue, printer will not print and when she puts pump in 1:2 assist, it has pauses and then only pumps 1:3, then about 1:8, although 1:2 assist ratio still lit. She verified that fos led is lit orange and fos status is ok. Clinical support specialist (css) asked rn to manually calibrate fos. Light bulb now white, but still no change in pauses with pump in 1:2. States they have a good ECG tracing and pump is using pattern trigger; ECG cable secure. Flashing heart rate (hr) on pump correlates with hr on monitor (76 and regular). Rn turned paper around in pump and still does not record. Css assisted rn on how to switch to another autocat 2 wave pump. Rn manually calibrated and now light bulb white; fos status is ok. Rn placed pump in 1:2 and it did pump in 1:2 with no pauses. She was able to print strip from new pump. Css informed rn to remove other pump from unit and send to biomed for service.